Manufacturer narrative:
(B)(4). Ileus occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a recurrent, open ventral hernia repair procedure on (B)(6) 2010 and mesh was used. Post-operatively on (B)(6) 2010, it was noted that the patient had developed an ileus. The patient was given preventative laxatives for six days and had to rest the bowel. The ileus resolved by (B)(6) 2010. The surgeon opines that the ileus was caused from an inflammatory response. Currently, the patient is doing well.